Manufacturer narrative:
The device has not been returned for evaluation and no device details were provided. As per reporter the nail has been disposed of after sonification. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a nail was explanted on an unknown date. It was reported the patient experienced a fistula and lytically changed and laterally fractured bone near the nail's proximal locking screws. The nail's proximal locking screws were reportedly mechanically eroded and the fistula originated from the same area. Pus was expressed from the fistula; it was reported that the intra-operative findings suggested infection and metallosis. The patient was treated with antibiotics. No additional information is available.